Manufacturer narrative:
Title: comparison of the short-term outcomes of using dst and pph staplers in the treatment of grade iii and IV hemorrhoids, source: tung cheng chang, 2020 , www.nature.com/scientific reports. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study performed at a single center in 2017 to compare the short term outcome of the stapler with a competitors device in the treatment of grade iii and IV hemorrhoids with a 100 patients in each group in which the demographic of the patient's for the company's device is predominantly female and the most members of the group is aged greater than 50. Five of the patients using the device experienced anorectal stricture and were readmitted for anal dilatation and stricturoplasty, and none of them developed recurrent strictures. Other complications reported were urinary retention, bleeding, pain and prolapse with varying duration.